Manufacturer narrative:
Analysis was able to confirm the customers comment. It was confirmed that the external pulse generators (epg) lock button was flat. The hanger assembly was found to be cracked. The lower case was found to be broken at bosses. The display wire insulation was pinched, but wire insulation was not compromised. Three case screws were contaminated. No battery was returned with the device. All found defective parts were replaced and all other identified issues were resolved. The device passed all final incoming functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was required to be returned for repair. The call taker provided the caller with instructions on the return of the device. It was further reported that the "lock" button on the epg was not working. The device has been returned for servicing. No patient complications have been reported as a result of this event.